Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device would not calibrate and the back cover of the device was damaged. An alternate device was employed for the procedure. The user reported surgery was completed successfully and there were no adverse consequences to a pt as a result of this event.